Event description:
A leakage at the hub of the 3.00x 13mm cypher select was noticed. The report received indicated that during a coronary procedure, the physician advanced the cypher to the target vessel, then pressure was applied but the balloon did not inflate. The physician retrieved the device and found that angiographic solution leaked from the hub of shaft. Due to the leakage, the balloon could not reach the designated pressure. Another cypher of the same was used to complete the procedure. There was no report of injury to the pt. Further info indicated that there were no anomalies noted during inspection of the product or any difficulties noted while prepping the device. The target vessel was the left anterior descending (lad); the de novo lesion presented 90% stenosis with a 3.0mm reference vessel diameter.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.